Manufacturer narrative:
(B)(4).

Event description:
Procedure type: laparoscopic nephrectomy. According to the reporter: after the case was completed; a piece of one of the devices used in the surgery was found on the cloth that covered the pt. The customer wondered where the piece came from. There was no report of pieces falling into the cavity or impacting the pt. No additional bleeding and no tissue damage were reported. The operating time and incision were not extended as a result. No pt injury was reported.